Event description:
A triathlon ps mobile bearing insert in a primary knee had become dislodged, moving over the center tibial tray post and getting stuck anteriorly. A revision surgery was performed to replace the insert.

Manufacturer narrative:
An event regarding insert disassembly from baseplate involving a triathlon mobile bearing insert was reported. The event was not confirmed. Visual inspection indicated damage observed on the insert is consistent with clinical use and possible migration of the insert anteriorly. Dimensional inspection is not possible due to deformation of device after autoclaving at hospital. The device was manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. Product surveillance will continue to monitor for trends.

Event description:
A triathlon ps mobile bearing insert in a primary knee had become dislodged, moving over the center tibial tray post and getting stuck anteriorly. A revision surgery was performed to replace the insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.